Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited failure to interrogate and premature battery depletion. No intervention was performed and the pacemaker was pending explant. Patient condition was stable.

Event description:
New information received notes that the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.